Event description:
It was reported that the lead was unable to be affixed to the heart at implant attempt because the patient had massive tricuspid regurgitation. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood was present in/on the helix mechanism.